Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and it was reported the cause was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient was experiencing their stimulation turning on/off. Stimulation usage chart was reviewed and interpreted. The patient stated they never turn their stimulation off however, there were two days that showed stimulation was off. The patient had charged their ins during the day time and had charged their ins on (B)(6) 2020 but stimulation use was only showing 78% for that day. The patient noted that when they went to bed that night, they woke up in the middle of the night hurting, checked their system and realized their stimulation was off. On (B)(6) 2020 the recharge status showed that the charge level was 0 and the patient had charged up to 100%. A similar event occurred on (B)(6) 2020 which showed stimulation use for 58% of the day and on (B)(6) 2020 did not show any stimulation use all day. On (B)(6) 2020 the patient used stimulation 90% of the day and the recharge session on (B)(6) 2020 showed charging started at 25% and the ins was fully charged. The patient stated they had stimulation all day the rest of the day but the stimulation usage chart did not reflect that. The patient does not typically get much residual stimulation benefit after the stimulation was turned off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no actions/interventions had been or will be taken to resolve the patient¿s intermittent stimulation. The patient¿s weight at the time of the event was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.